Manufacturer narrative:
Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker error, the presence of sound is unknown currently. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
The customer reported a speaker error, the presence of sound is unknown currently. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. Based on the information provided, the remote service engineer (rse) indicted possible issues could be a speaker or mainboard issue. No further information was provided. The field service engineer (fse) confirmed the reported allegation and replaced the loudspeaker assembly to resolve the issue. The unit passed performance verification testing and it was returned back to the customer for use.